Event description:
It was reported that the pulse generator went to backup vvi mode after hematoma removal surgery. The device was successfully reprogrammed. The patient is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.